Event description:
The customer reported that the 9600 system would shut down on its own. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep instructed the customer over the phone to tighten the loose connections in the main power plug. The system operates as intended.